Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed in (B)(6) 2021. Post procedure, the patient developed rectal pain. The physician reviewed the magnetic resonance imaging (MRI) and found out that the placement in the based and midgland was excellent, and at the apex there was possibility of some anterior rectal wall infiltration. The patient's pain improved with laxative. In (B)(6) 2021, the patient had radiation therapy. On (B)(6) 2021 the patient had rectal discomfort that improved with preparation h suppositories administered 3 times a day. On (B)(6) 2021, the patient's dose was down to 1 to 2 suppositories per day. On (B)(6) to (B)(6) 2021, the patient was reported stable, he had gas pain and was managed with gas x and pepto bismol. On (B)(6) 2021, the patient had increasing rectal pain and a colonoscopy and was found to have a deep ulcer above the dentate line. This was biopsied and showed no malignancy and several benign polyps were removed as well. Pain was ultimately controlled with rectal valium, topical lidocaine, oxycodone, and dexamethasone. On (B)(6) 2021, sucralfate enema was recommended. On (B)(6) 2021, the patient pain worsened. A sucralfate enema was administered and reportedly, did not help. The patient was having bowl movements every couple of days but it was soft. Occasional blood with bowl movements has occurred before radiation therapy. On (B)(6) 2021, patient was referred to colorectal surgery for evaluation and was on gabapentin. On (B)(6) 2021, magnetic resonance imaging (MRI) showed an area of ulceration of the anterior rectal wall that communicates with a thick-walled gas-containing pocket measuring 1.8 x 2.9 x 3.9 cm where the spaceoar was injected. Sigmoidoscopy confirmed a full-thickness ulcer without signs of infection. Moderate circumferential mural edema involving the rectosigmoid. In the vicinity of the spacer, has been development of a apparent defect in the anterior rectal wall measuring approximately 1.1 transverse and extending approximately 1.8 cm in craniocaudal dimension, located approximately 5 cm from the anal verge. There was diffusion restriction along the inner aspect of the cavity likely due to inflammatory tissue. There was mild perirectal and periprostatic as well as presacral edema. On (B)(6) 2021, symptoms were improving, and the pain as decreasing. An anorectal exam under anesthesia was performed via flexible sigmoidoscopy. An anterior defect with deep, full thickness ulceration,without signs of infection was seen. The examined mucosa was unremarkable. There was some mild proctitis primarily around the defect. The physician recommended conservative management with stool softeners and observation, if the symptoms does not heal in 1 to 2 months, the physician will consider hyperbaric oxygen. The patient was starting to spike a fever and was treated with broad-spectrum antibiotics. The patient's current condition is recovering.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e2330 captures the reportable event of pain. Clinical code e2311 captures the reportable event of discomfort. Clinical code e0506 captures the reportable event of bleeding. Medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed, if any further relevant information is identified, a supplemental medwatch will be filed. Correction on upn: from sv1010 to sv2101. Block d4: sv2101.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed in (B)(6) 2021. Post procedure, the patient developed rectal pain. The physician reviewed the magnetic resonance imaging (MRI) and found out that the placement in the based and midgland was excellent, and at the apex there was possibility of some anterior rectal wall infiltration. The patient's pain improved with laxative. In (B)(6) 2021, the patient had radiation therapy. On (B)(6) 2021 the patient had rectal discomfort that improved with preparation h suppositories administered 3 times a day. On (B)(6) 2021, the patient's dose was down to 1 to 2 suppositories per day. On (B)(6) 2021, the patient was reported stable, he had gas pain and was managed with gas x and pepto bismol. On (B)(6) 2021, the patient had increasing rectal pain and a colonoscopy and was found to have a deep ulcer above the dentate line. This was biopsied and showed no malignancy and several benign polyps were removed as well. Pain was ultimately controlled with rectal valium, topical lidocaine, oxycodone, and dexamethasone. On (B)(6) 2021, sucralfate enema was recommended. On (B)(6) 2021, the patient pain worsened. A sucralfate enema was administered and reportedly, did not help. The patient was having bowl movements every couple of days but it was soft. Occasional blood with bowl movements has occurred before radiation therapy. On (B)(6) 2021, patient was referred to colorectal surgery for evaluation and was on gabapentin. On (B)(6) 2021, magnetic resonance imaging (MRI) showed an area of ulceration of the anterior rectal wall that communicates with a thick-walled gas-containing pocket measuring 1.8 x 2.9 x 3.9 cm where the spaceoar was injected. Sigmoidoscopy confirmed a full-thickness ulcer without signs of infection. Moderate circumferential mural edema involving the rectosigmoid. In the vicinity of the spacer, has been development of a apparent defect in the anterior rectal wall measuring approximately 1.1 transverse and extending approximately 1.8 cm in craniocaudal dimension, located approximately 5 cm from the anal verge. There was diffusion restriction along the inner aspect of the cavity likely due to inflammatory tissue. There was mild perirectal and periprostatic as well as presacral edema. On (B)(6) 2021, symptoms were improving, and the pain as decreasing. An anorectal exam under anesthesia was performed via flexible sigmoidoscopy. An anterior defect with deep, full thickness ulceration,without signs of infection was seen. The examined mucosa was unremarkable. There was some mild proctitis primarily around the defect. The physician recommended conservative management with stool softeners and observation, if the symptoms does not heal in 1 to 2 months, the physician will consider hyperbaric oxygen. The patient was starting to spike a fever and was treated with broad-spectrum antibiotics. The patient's current condition is recovering.